Event description:
It was reported that the screen on the epg (external pulse generator) was cracked. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display lens was broken. It was also noted that the upper case was dented causing improper lie of the keyboard, and the battery contacts were compressed.